Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds after fixation. When the lp was removed, tissue was observed in the helix. A different lp was used to complete the procedure. There were no patient consequences.

Event description:
New information noted the leadless pacemaker exhibited poor p-wave amplitude sensing during the procedure.